Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze on (B)(6) 2026 at 10:00 pm. He was notified of the issue at 4:30 am. During that time, the cns did not record any patient data; however, live data continued to be monitored at the remote stations. The issue was discovered when staff attempted to review data at a remote network station (rns) and were unable to access it. The bme resolved the issue by rebooting the cns, and it is currently functioning normally. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) froze on (B)(6) 2026 at 10:00 pm. He was notified of the issue at 4:30 am. During that time, the cns did not record any patient data; however, live data continued to be monitored at the remote stations. The issue was discovered when staff attempted to review data at a remote network station (rns) and were unable to access it. The bme resolved the issue by rebooting the cns, and it is currently functioning normally. No patient harm was reported.